Event description:
Customer called to report a fluid/blood leak in the unicel dxh 800 coulter cellular analysis system and excess fluid/blood on the tops of the sample tubes. Customer was wearing personal protective equipment (ppe) consisting of a laboratory coat and gloves. Customer did not come in contact with the fluid, and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds, and no one was splashed or sprayed. There was no death, injury or change to patient treatment attributed to or associated with this complaint. There was no impact to patient samples or results.

Manufacturer narrative:
The field service engineer (fse) inspected the instrument and found that the probe wash collar would drip fluid during the shutdown procedure. The fse replaced valve vl341 and the probe wash collar. The fse suspected the probe line in the wash collar was worn, which resulted in the vacuum not adequately removing the waste fluid. The fse then verified proper instrument performance to ensure that the services performed effectively resolved the instrument issue. Customer has not called back to report any further issues relating to this event. (B)(4).